Event description:
The clinician reports the implant was inserted (b)(6) 2026. On (b)(6) 2026, Loosening of Implant Not Related to bone ingrowth was verified. According to the information, the patient is a Smoker. Observed during the event: Mobility. The device was forwarded to the manufacturer. No patient operative or post-operative complications reported.